Event description:
On friday afternoon, (B)(6), a nurse was infusing alteplase at a rate of 25ml per hour, vtbi was 50ml as was the bag size. The nurse happened to be walking by ten mins later and could hear the pump motor at full speed. Upon inspection she realized the bag was almost empty. She proceeded to remove the pump and replace it with another ((B)(4)), only to find the same results. There was no pt injury.

Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.